Event description:
After multiple attempts to remove drain, drain broke and a portion was retained in patient's abdomen. Patient taken to operating room for wound exploration and drain retrieval. At this time, a small intramuscular abscess was noted and broken portion of drain removed.